Event description:
It was reported that the monopolar curved scissors (mcs) tip cover accessory was defective. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tears were axially aligned with the tip cover and measured from 3.76mm to 0.27mm in length. There were no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.